Event description:
Event description guidant received information that these atrial and ventricular leads dislodged within two weeks after the implant procedure. The physician attempted to re-position both leads however was unsuccessful, the lead's fixation mechanisms appeared to had lost their integrity. The field representative stated that the patient was never told to restrict his arm activity. New leads were implanted.